Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override mode and interface was down. The technical support specialist dialed into the server and verified that all services were up and running. A server downtime query was performed, confirming that messages were crossing over and processing successfully. Additional checks verified that both pis and active directory (adt) messages were crossing over, and no ¿station on critical override¿ notices appeared in health sight viewer (hsv. The server uptime was approximately 10 days. The specialist spoke with the customer, who confirmed that the issue had been resolved and granted permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server interface down and station was on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.